Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawers won't open. The customer reported that this malfunction caused a delay while dispensing medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer found that auxiliary drawer 1.1 and several cubie pockets were not being detected on the bus. Then reseated the road tray cable on the drawer control printed circuit board, reset the retracted cables, and also reseated the pyxibus cable. Verified proper operation through hardware test application, confirming that all components were functioning correctly. The system functioned as intended after the field service engineer repaired the device.